Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the atrial lead exhibited intermittent out of range measurements. The lead would be monitored.